Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 13 oct 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod partially advanced with viscoelastic residue observed throughout the cartridge. No issues were identified with the cartridge, lens module, device assembly, and plunger rod advancement. The plunger rod tip was bent. The lens was cut in half and coated in viscoelastic residue, the halves were cleaned revealing one haptic was detached. The haptic thickness and width of the other haptic was measured and found to be in specification. No further evaluation was performed. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson \& johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was fully inserted into the eye but was subsequently removed due to the haptic breaking off after insertion. This required an incision enlargement. A replacement lens of the same model and diopter was successfully implanted. There were no reported patient injuries, and the patient¿s outcome was reported as fine. No additional information is available.